Event description:
It was reported by india that during service and evaluation, it was determined that the oscillating saw attachment device was frozen/would not move. It was further determined that the device failed pretest for check function in running mode and check the oscillation frequency with frequency meter. It was noted in the service order that during pre-surgery, it was discovered that the device was not working along with a quick coupling device, a quick coupling for k-wire device and compact air drive device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this, a supplemental report will be filed as appropriate. Concomitant medical products and therapy dates: quick coupling device, quick coupling for k-wires device, compact air drive device, (B)(6) 2022. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the device was frozen/would not move, identified during service and repair, was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).